Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, the lenses were exchanged due to the patient experiencing blurry vision. In a follow up, the surgeon reported the event resolved following the lens exchange. The surgeon reported the problem was a combination of incorrect lens power and the multifocal nature of the lens was problematic for the patient. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2012. (B)(4).